Event description:
The pt underwent a turbinate reduction procedure using a coblator ii sys and an reflex ultra ptr plasmawand with integrated cable. The pt required treatment at an emergency room for post operative bleeding 3 to 5 weeks following the original procedure. Nasal packing was administered to stop the bleeding.

Manufacturer narrative:
The pt's age was requested but not provided. The date of the event was requested but not provided. Since the device is not available to be returned and the lot number is not known, a complete investigation could not be performed. No conclusion can be made. A second device, coblator ii sys, used in the same procedure was filed under MDR 2951580-2011-00053.